Manufacturer narrative:
(B)(4). Initial reporter state (B)(6).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. The patient reported that the sensor wire detached and remained in his leg. On (B)(6) 2022, the patient went to the emergency room and the medical staff could not locate the sensor wire and sent him home. He still felt the sensor wire in his leg and on (B)(6) 2022, the patient went back to the hospital. The medical team was able to locate the sensor wire with "probing" and removed the sensor wire with an incision. The patient reported that they were not provided any medication for this event. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be a missing sensor wire. No additional patient or event information is available.